Event description:
It was reported the device does not have ventricular output. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis further confirmed the reported event, the test failures were due to a diode-suppressor component failure.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the heart block was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the ring was bent, the battery drawer was contaminated, the keyboard pad was contaminated, and the serial number label was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.